Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller was being charged from the power outlet, and the yellow light was on. When the recharger was connected and the antenna was placed on the ins, "device not detected" was displayed. When tapping "charge" on the "device not detected" screen, "charging in progress" was displayed. The numbers 98, 99, and 99 were shown. The light started blinking green, and they mentioned that the area near the stimulation device was becoming warm. The patient asked to continue charging as is. No further information was available.